Event description:
Patient was post orthotopic heart transplant and was scheduled for endomycardial biopsy to evaluate efficiency of current therapy. Biopsy forcep wire malfunctioned causing inability to obtain specimen. Forceps remained open inside body.what was the original intended procedure?patient was post orthotopic heart transplant.